Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer went through the fill tubing step, the pump instructed the customer to fill tubing again. The customer reloaded the cartridge and received a minimum fill message. Customer reported filling the cartridge with 300 units. Reportedly, the customer loaded a new cartridge to address the event. Blood glucose was 297 mg/dl.